Event description:
It was reported that the ventricular lead exhibited a decrease in impedance. The lead will continue to be monitored and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.